Manufacturer narrative:
Unique identifier (UDI) are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in previously.

Manufacturer narrative:
Other, other text: a2: age at time of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email from the customer on 12-oct-2022 and attached by the manufacturer to the complaint object. Updated patient details in the attributes. The pump faulted when in use with the patient on one event when the infusion was near complete and when complete. No patient injury. The pump was shut down and removed from service. A new pump was brought in for use. Additional information was received via email from the customer on 16-nov-2022 and attached by the manufacturer to the complaint object. A nurse manager stated he is not aware of any complaint filed with the manufacturer as this would be completely outside their protocol to file complaints directly with a manufacturer or distributor.